Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component for evaluation. The customer has been issued return to manufacturer authorization (RMA) numbers and once investigations are completed, then a supplemental report will be submitted.

Event description:
The customer reported that the MRI ltv ventilator was being brought into the MRI room when it rolled across the room toward the MRI machine, getting too close to the MRI and then the MRI ltv ventilator alarmed vent inop. The customer confirmed that there was no patient involvement associated with this complaint as the device was being brought into the room for a set up.

Manufacturer narrative:
Results of investigation: carefusion was unable to duplicate the customer's reported issue, however, the ventilator was displaying "hw fault" upon initial power up of the ventilator. The ventilator was opened up and visually inspected and found a malfunctioning fan assembly. During bench testing, the ventilator failed the patient assist port test. This failure was due to a malfunction of the k1 relay on the power board. Also during bench testing, the alarm sounder volume was diminished. A review of event trace also revealed multiple ¿home er1¿ and ¿sync er1¿ conditions. These conditions are consistent with failures which occur when subjected to high magnetic fields. The ventilator was labeled as an MRI ventilator. All other event trace entries were consistent with normal ventilator operation. Carefusion replaced the fan and power board to address the discovered issues.